Event description:
The pt was seen in the special procedures dept for an a.v. Fistulagram. The device was being used through an old graft with substantial scar tissue. Upon attempted removal, the catheter separated, leaving the distal tip lodged in the fistula. The pt required surgical intervention for removal of catheter tip.

Manufacturer narrative:
Product was returned for evaluation. Two devices from the same lot number were returned in an open and used condition. An examination found one catheter to be kinked 7.5cm from the distal tip. The other catheter was noted to be separated 5.7cm from the distal tip. The distal segement of the separated device was damaged in three areas consecutively from the distal tip. Evidence of elongation was evident at the separation site. Most likely, damage occurred as a result of difficult procedural factors.